Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter and suffered a heart block, which required a temporary pacemaker. During the avnrt case, an atrioventricular (av) block was noticed on the recording system. The injury was discovered when the distal measurement from the burn spot to the his on the map changed to 11.5mm. Medical intervention provided was a placement of a temporary pacemaker. The patient was reported to be in a stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 05/26/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) procedure with an ez steer navigational 4mm catheter and suffered a heart block, which required a temporary pacemaker. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)) stockert 70 system (model# m-5463-01 serial# (B)(4)) coolflow pump (model# and serial# unknown) quad catheter (model# d-1079-237-s, lot# 17109775m) striker biosense deca catheter (model# unknown, lot# 2320272sh) striker biosense quad catheter (model# and lot# unknown) (B)(4). (B)(6).